Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: when "not all clips of the fourth reload were applied" had the device fully fired? The stapler was fired and when the surgeon extracted the device noticed that not all clips were applied. If yes, did the device deliver a full cut line? Yes. Or did the device start to deploy staples and cut but could not be completed (partially fire)? If yes, were the staple line and cut line equal in length? The ecr60w reload batch and/or lot number you provided did not correlate to an ecr60w reload code. It correlates to an ecr60d reload code. Do you have the correct batch and/or lot number for the ecr60w reload? The correct code is ecr60d.

Event description:
It was reported that during a sleeve gastrectomy procedure, not all clips of the fourth reload were applied. The reload was replaced with a gold reload. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # n55f3x. The analysis results showed that one ecr60d cartridge reload was received. The reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.